Event description:
It was reported that there was a confirmed pump motor stall with no motor stall recovery noted in the event logs. The motor stall was caused by the patient having an MRI. No pt symptoms were reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).